Event description:
A journal article was received: risk of pelvic injury from femoral neck guidewires, archives of orthopaedic and trauma surgery. 1997 ; 116 (4) :227-228. Authors: m. Feeney, e. Masterson, p. Keogh, w. Quinlan. This article referenced an unknown number of reported cases of postoperative migration of total hip arthroplasty components or blade plates, associated with hip surgery, resulting in arterial trauma, bladder and uretic injury and small bowel perforation. A copy of the article will be included in this report. This report is for a plate. It is unknown if the components associated with the injuries were synthes devices. This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant: 1997 ; without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.